Event description:
The customer reported that the pump battery depletes too quickly, leading to a pump shutdown. There was no reported impact to the customer¿s blood glucose level, as the caller declined to answer relevant questions. The customer continued to use the pump for insulin therapy.